Manufacturer narrative:
(B)(4). Exemption number, e2014005. (B)(4). This complaint was not deemed reportable under the then effective reporting procedure, but is reportable under revised reporting procedure which exercises stricter interpretation to reporting obligation. This case is an outcome of retrospective review performed on all our old non-reportable events, to ensure all our cases are in -part with our new procedure (of the ~920 files reviewed in the retrospective review 33 cases were deemed reportable based on the current reporting scheme. Of course none had serious injury or death, as those are reportable under old and new procedures).

Event description:
The event was reported by a customer from (B)(6): "pca pump giving extra bolus. The pump appeared to be recognising hand switch requests with a tone however did not deliver until a significant time latter. Fault appeared to be related to bolus hand switch. When the hand switch was fitted to a second pump the fault was observed again and replacing the hand switch subsequently removed the fault." Patient involvement: yes. Death or serious injury: no. Human harm: no."